Event description:
Bd safety lok blood collection set - needle was uncapped in two separate package sets. The lot number known for one of the two is lot#3275546. No harm occurred to staff members opening package.